Event description:
A physician attempted an arteriotomy closure with a scarclose se device after an interventional procedure. The physician experienced difficulty in pulling back the device, and a needle was used to remove the device. There was no patient injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.